Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. An operational inspection and leak tests were performed without any problems. The iabp was returned to the customer.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported "iab catheter restriction alarm". Hence this event is a non-reportable event. This incident was made reportable incorrectly. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. Corrected data: h6(health effect ¿ impact codes).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported "iab catheter restriction alarm". Hence this event is a non-reportable event. This incident was made reportable incorrectly. Please cancel mfg report number. 2249723-2024-0004889 in your database.

Event description:
N/a.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) alarmed for iab catheter inspection required (flow restriction).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.